Event description:
The customer reported a leak from the instrument while running samples on the coulter lh 750 hematology analyzer. The instrument was not generating diff results and the instrument was not in use when the leak was noticed. The volume of the leak was 15 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. While troubleshooting the reported leak the fse found that pinch valves vl65 and vl41 were broken and were causing the instrument to fail backgrounds. The fse replaced the pinch valves and the instrument backgrounds passed per specifications. The repairs were verified per established procedures. (B)(4).